Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level at the time of the incident was 24.4 mmol/l and was treated with bolus. The customer were trying to calibrate but were unable to. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.